Event description:
On (B)(6) 2015 the reporter contacted animas alleging a non-specific prime issue with the pump. No further information was provided. Attempts by customer technical support to follow up with the reporter for troubleshooting were unsuccessful. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a review of the black box indicated a loss of prime warning had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime warnings occurring. The force sensor calibration was found to be within required specifications. The pump casing was removed and there were no defects found to the force sensor assembly. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.